Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va1c4na, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The consumer reported that the patient had a fall after which she needed fluid drained and stopped feeling stimulation after. The consumer reported that the patient went to the clinic on the week prior to the report to have x-rays performed. It was noted that the therapy was off. The patient reported feeling stimulation at a comfortable level in the bicycle seat area after turning the ins on. The consumer reported that they had been getting poor communication/patient programmer (pp) was ¿frozen¿ prior to call when trying to make an adjustment. The consumer reported successfully syncing after repositioning antenna when using pp to turn ins on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.